Event description:
It was reported that the pump would not charge with multiple cables and power sources. The usb port on the pump appeared to be damaged. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.